Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic, and multiple inappropriate shocks were noted on egm due to lead noise. Noise could not be reproduced in lab and no additional electrical anomalies were noted. Patient underwent a successful lead extraction. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.